Manufacturer narrative:
Mitral regurgitation (mr), or mitral insufficiency, in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, the healthcare provider reported anterior and posterior leaflet damage. Although the root cause of this event cannot be confirmed without the sample device, it appears this patient likely experience svd of his mitral prosthetic valve. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Please note that this patient also had explant of an edwards aortic valve during the same procedure, which is being reported on a quarterly alternative summary report (asr).

Manufacturer narrative:
It was initially reported that this device was explanted due to mitral insufficiency and stenosis. This report is to address the patient's aortic prosthetic valve, which was removed during the same procedure due to severe aortic insufficiency. There was no perivalvular leak during explantation. The device was replaced with another edwards bioprosthetic valve.

Event description:
In this case, it was reported that an mitral and aortic valve was explanted after an implant duration of approximately 12 years due to mitral insufficiency (mi), mitral stenosis (ms) with anterior and posterior leaflet damage. Per the op report, echocardiogram showed severe mi and moderate ms. Cardiac catheterization showed no significant coronary artery disease. During exposure of the mitral valve, it was noted that the patient's left atrial appendage had previously been obliterated and the mitral valve was then detached from the annulus after a very tedious dissection. It did not appear that there was any remnant of anterior of posterior leaflets. The device was replaced with another edwards bioprosthetic valve. Patient was weaned from cardiopulmonary bypass. Lv function appeared to be good. There was only central regurgitation from the aortic and mitral valve annulus from the mitral valve prosthesis.